Event description:
Related manufacturer reference number: 2017865-2023-17859. It was reported that patient presented in clinic for routine follow up. Upon interrogation it was found that the patient's implantable cardioverter defibrillator (ICD) and atrial lead exhibited under sensing and loss of capture. Programming changes were made. The patient was stable.